Event description:
The following was reported to gore from the imedidata database: on (B)(6) 2026, the patient underwent endovascular treatment for an aortoiliac aneurysm. The patient was treated with gore® excluder® conformable aaa endoprosthesis and gore® excluder® aaa endoprosthesis devices. The gore® devices were successfully navigated to the intended location and deployed. Contralateral leg endoprosthesis devices were implanted in both external iliac arteries. On (B)(6) 2026, the patient developed a dissection of the left external iliac artery related to the treatment/procedure. This adverse event is ongoing. It was not reported that a reintervention was required.

Manufacturer narrative:
A1: no patient specific details have been provided. Therefore, the patient initials reflect the w. L. Gore internal case number. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.